Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported intracapsular rupture of the right side implant discovered through MRI. Device has been explanted.

Manufacturer narrative:
Cont e1 phone number - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.